Event description:
It was reported that the customer experienced low blood glucose levels. The customer reviewed his blood glucose versus sensor glucose readings. The blood glucose readings were 45 mg/dl, 39 mg/dl, and 57 mg/dl; the sensor glucose readings were 78 mg/dl, 75 mg/dl, and 73 mg/dl, respectively. Explained the overall differences to the customer. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.